Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated left fallopian tube and left side of the uterus- lower left abdomen/ perforation"), uterine perforation ("essure device appears malpositioned perforating the uterus fundus."), pregnancy with contraceptive device ("pregnant patient with left pelvic pain"), embedded device ("essure coil was still lodged in my uterus/ intramural in the wall of the uterus"), genital haemorrhage ("heavy bleeding") and device breakage ("per pathology only "a fragment of essure device was removed from left tube") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had a difficult time placing the devices,especially the one in my left fallopian tube." And device ineffective "device ineffective". The patient's past medical history included oral surgery (needed teeth removed.) In (B)(6) 2010, multi gravida, live birth in 2007, live birth in 2008, live birth on (B)(6) 2010, live birth on (B)(6) 2012, miscarriage and penicillin allergy. She did not claim that she experience any complications of your pregnancy or delivery. Concurrent conditions included body mass index normal, endometriosis, dysmenorrhea, deep vein thrombosis, asthma, menometrorrhagia, uterine bleeding and pelvic abscess. Concomitant products included medroxyprogesterone (depo provera) from november 2012 to february 2013 for contraception. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine pain ("uterine pain"), back pain ("back pain") and pain in extremity ("leg pain in thighs/ pain in thighs"). In (B)(6) 2012, the patient experienced menorrhagia ("excessive and prolonged bleeding/ excessive bleeding//excessive and prolonged bleeding during menstrual cycles") and menstruation irregular ("irregular menstrual cycles"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/ painful intercourse-vaginal"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil was still lodged in my uterus/essure device appears malpositioned"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety/ ongoing anxiety"), depression ("depression/ongoing depression") and migraine ("migraines/ migraines-head,ongoing"). In (B)(6) 2016, the patient experienced vaginal cyst ("cyst on vaginal cuff/ cyst"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and device breakage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with citalopram hydrobromide (celexa), buspirone hydrochloride (buspar), antibiotics, thomapyrin n (excedrin migraine), warfarin sodium (coumadin), surgery (she underwent bilateral salpingectomy and vaginal hysterectomy), surgery (she underwent bilateral salpingectomy and vaginal hysterectomy), surgery (she underwent bilateral salpingectomy and vaginal hysterectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dyspareunia, anxiety, depression and migraine had not resolved and the uterine perforation, pregnancy with contraceptive device, embedded device, device expulsion, uterine pain, genital haemorrhage, menorrhagia, menstruation irregular, back pain, pain in extremity, vaginal cyst and device breakage outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device and uterine perforation with essure. The reporter considered anxiety, back pain, depression, device breakage, device expulsion, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pain in extremity, uterine pain and vaginal cyst to be related to essure. The reporter commented: discrepancies in device removal date: (B)(6) 2016 she had pain medication severe cramping/ labor type cramps, uterine pain, pelvic pain/ constant stabbing pelvic pain / pain in pelvic/ severe and persistent pain/ pain. Her current weight was 145 lbs. In 2013, she again had pain in thighs. On (B)(6) 2014, while performing removal procedure revealed, attention was first turned to the left fallopian tube. There was no area of perforated coils visualizedessure coils only on the right as expected give the left side coils were removed hysteroscopically and not found in the tube that was removed. The laparoscope was removed and the pneumoperitoneum was released. On (B)(6) 2016 : portion of essure coil removal. Device removal date provided as (B)(6) 2014. Codes - 58565 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan - in (B)(6) 2013: tubes were blocked. In 2015, she had cervical biopsy to overcome pain. On (B)(6) 2014, ultrasound scan vagina revealed, essure device appears malpositioned perforating the uterus fundus. On (B)(6) 2014 -hsc revealed left: essure intramural in the wall of the uterus. Essure device was removed without complications. Right essure was placed correctly in the tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and the following were described uterine perforation, device ineffective, pregnancy with contraceptive device ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device breakage" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: event "per pathology only "a fragment of essure device was removed from left tube" , concomitant condition added from medical record. On 9-aug-2018 : quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated left fallopian tube and left side of the uterus- lower left abdomen/ perforation"), uterine perforation ("essure device appears malpositioned perforating the uterus fundus."), pregnancy with contraceptive device ("pregnant patient with left pelvic pain"), embedded device ("essure coil was still lodged in my uterus/ intramural in the wall of the uterus") and genital haemorrhage ("heavy bleeding") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had a difficult time placing the devices,especially the one in my left fallopian tube." And device ineffective "device ineffective". The patient's past medical history included oral surgery (needed teeth removed.) In (B)(6) 2010, multi gravida, live birth in 2007, live birth in 2008, live birth on (B)(6) 2010, live birth on (B)(6) 2012 and miscarriage. She did not claim that she experience any complications of your pregnancy or delivery. Concurrent conditions included body mass index normal and endometriosis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception. In 2012, the patient experienced uterine pain ("uterine pain"), back pain ("back pain") and pain in extremity ("leg pain in thighs/ pain in thighs"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("excessive and prolonged bleeding/ excessive bleeding//excessive and prolonged bleeding during menstrual cycles") and menstruation irregular ("irregular menstrual cycles"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/ painful intercourse-vaginal"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil was still lodged in my uterus/essure device appears malpositioned"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety/ ongoing anxiety"), depression ("depression/ongoing depression") and migraine ("migraines/ migraines-head,ongoing"). In (B)(6) 2016, the patient experienced vaginal cyst ("cyst on vaginal cuff/ cyst"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with citalopram hydrobromide (celexa), buspirone hydrochloride (buspar), antibiotics, thomapyrin n (excedrin migraine), warfarin sodium (coumadin), surgery (she underwent bilateral salpingectomy and vaginal hysterectomy), surgery (she underwent bilateral salpingectomy and vaginal hysterectomy) and surgery (she underwent bilateral salpingectomy and vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dyspareunia, anxiety, depression and migraine had not resolved and the uterine perforation, pregnancy with contraceptive device, embedded device, device expulsion, uterine pain, genital haemorrhage, menorrhagia, menstruation irregular, back pain, pain in extremity and vaginal cyst outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device and uterine perforation with essure. The reporter considered anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pain in extremity, uterine pain and vaginal cyst to be related to essure. The reporter commented: discrepancies in device removal date: (B)(6) 2016 she had pain medication severe cramping/ labor type cramps, uterine pain, pelvic pain/ constant stabbing pelvic pain / pain in pelvic/ severe and persistent pain/ pain. Her current weight was 145 lbs. In 2013, she again had pain in thighs. On (B)(6) 2014, while performing removal procedure revealed, attention was first turned to the left fallopian tube. There was no area of perforated coils visualizedessure coils only on the right as expected give the left side coils were removed hysteroscopically and not found in the tube that was removed. The laparoscope was removed and the pneumoperitoneum was released. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan - in february 2013: tubes were blocked. In 2015, she had cervical biopsy to overcome pain. On (B)(6) 2014, ultrasound scan vagina revealed, essure device appears malpositioned perforating the uterus fundus. On (B)(6) 2014 -hsc revealed left: essure intramural in the wall of the uterus. Essure device was removed without complications. Right essure was placed correctly in the tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and the following were described uterine perforation, device ineffective, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. New reporters added. Case medically confirmed.lab data updated.concomittant disease added. Events per mr: uterine perforation, device ineffective,pregnancy with contraceptive device added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated left fallopian tube and left side of the uterus- lower left abdomen/ perforation"), embedded device ("essure coil was still lodged in my uterus") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had a difficult time placing the devices,especially the one in my left fallopian tube.". The patient's past medical history included oral surgery (needed teeth removed.) In (B)(6) 2010, multi gravida, live birth in 2007, live birth in 2008, live birth on (B)(6) 2010, live birth on (B)(6) 2012 and recurrent abortion. She did not claim that she experience any complications of your pregnancy or delivery. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2012 for contraception. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine pain ("uterine pain"), back pain ("back pain") and pain in extremity ("leg pain in thighs/ pain in thighs"). In (B)(6) 2012, the patient experienced menorrhagia ("excessive and prolonged bleeding/ excessive bleeding//excessive and prolonged bleeding during menstrual cycles") and menstruation irregular ("irregular menstrual cycles"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/ painful intercourse-vaginal"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure coil was still lodged in my uterus"), anxiety ("anxiety/ ongoing anxiety"), depression ("depression/ongoing depression") and migraine ("migraines/ migraines-head,ongoing"). In (B)(6) 2016, the patient experienced vaginal cyst ("cyst on vaginal cuff/ cyst"). The patient was treated with citalopram hydrobromide (celexa), buspirone hydrochloride (buspar), antibiotics, thomapyrin n (excedrin migraine), warfarin sodium (coumadin), surgery (she underwent bilateral salpingectomy and vaginal hysterectomy) and surgery . Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dyspareunia, anxiety, depression and migraine had not resolved and the embedded device, genital haemorrhage, device expulsion, menorrhagia, menstruation irregular, uterine pain, back pain, pain in extremity and vaginal cyst outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pain in extremity, uterine pain and vaginal cyst to be related to essure. The reporter commented: she had pain medication severe cramping/ labor type cramps, uterine pain, pelvic pain/ constant stabbing pelvic pain / pain in pelvic/ severe and persistent pain/ pain. (B)(6). In 2013, she again had pain in thighs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan - in (B)(6) 2013: tubes were blocked. In 2015, she had cervical biopsy to overcome pain. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporters added and updated patient demographics as height and weight. Historical condition, concomitant disease, laboratory data, concomitant drug, treatment drugs were added. Suspect drug inaction. Event severe and permanent injuries was deleted. In 2012, she had uterine pain, back pain and other events. On (B)(6) 2012, she had excessive and prolonged bleeding during menstrual cycles, irregular menstrual cycles. In (B)(6) 2013, she had painful intercourse. In 2013, she had essure perforated left fallopian tube. In (B)(6) 2012, she had severe cramping and other events. On (B)(6) 2016, she had cyst on vaginal cuff/ cyst. On (B)(6) 2016, essure was explanted. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.